Event description:
Hill-rom rec'd a report from a hill-rom technician stating the bed exit function would not alarm. The bed was located at the account in the 3rd floor hallway. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed had no audible alarm for the bed exit function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this info, no further action is required.